Event description:
It was reported that during the procedure the fiber displayed "fiber port overheated" error message. The fiber was exchanged and the second fiber displayed the same error. The fiber was exchanged and the procedure was completed with a third fiber without clinical consequences to the patient. Analysis of the returned device identified that there was a fiber body break between control knob and distal tip.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes based on analysis results that the reported event is confirmed as there was a fiber body break between the control knob and the distal tip. It is likely that the observed body break may have occurred due to manipulation applied to the fiber while advancing it down the scope. The aiming beam appeared at the break location. According to the instructions for use (IFU), do not bend the fiber at sharp angles. Damage may occur to the fiber. Based on the analysis results and information available, the interaction between the user and device caused or contributed to the observed fiber damage and reported event. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our quality assurance laboratory, the fiber was analyzed. Visual analysis identified a fiber body break between control knob and distal tip. The glass cap did not exhibit any devitrification. The fiber metal cap did not exhibit debris adhesion on its surface. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted showed that the aiming beam appeared at the break location. Labeling review: a review of the product labeling was completed. The instructions for use was reviewed and it did not reveal any evidence of device off-label use or failure to follow instructions and no patient injury was reported. According to the instructions for use (IFU): do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Caution: do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion: based on analysis result a conclusion cause of unintended use error caused or contributed to event was assigned to this investigation. The interaction between the user and device caused or contributed to the observed fiber damage and reported event.